Manufacturer narrative:
(B)(4). Date sent: 12/21/2020. D4: batch # u5de8w. Investigation summary the analysis found that one plee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. In addition three reloads were received fully fired.  The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the would not reverse knife automatic and would not reverse button force, slide the knife reverse switch forward to return the knife to home position. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: u5de8w. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a bariatric procedure, the device fired 4x times. Every time knife did not return after reaching the end of the anvil. Reverse button did not work. Battery pulled in and out. Did not work. Dr tried pushing the grey button on the side in the battery direction (grey side button is normally used to open the shears), then it was like the device connected with the battery again and the knife returned back and device could be opened like normal. Staple line looked good. 2nd, 3rd, 4th firing went the same. Knife did not return automatically, not via return button, but only is grey button on the side was pressed against battery. No patient consequence reported.